Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the back of upper arm. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - correction. E1 initial reporter postal code - correction. H6 medical device problem code - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.